Event description:
Error 51 - speaker issue.

Event description:
Error 51 - speaker issue. Error 30, 01 and 15 found in device log per MDR decision meeting documentation. Device history record was reviewed, no event linked to the reported issue was observed. Several errors were found in the log (51,30,01,15,99) and mainly on the same date. The reported event is confirmed by the presence of the error 51 but no error 98 was found. All those errors are linked to an issue with the error 99 : watchdog, which triggered random technical errors (issue known and has been addressed with a CAPA). The device was received at infusystem and its repair was performed by their technical team. Due to the several errors found in the log and as per technical manual, the power board was replaced. The board was sent to brézins for further investigation. No technical errors were triggered during the test period. The reported event could not be reproduced. However, it was reported that error 98 (not found in the history log) was triggered which means that the device should have triggered the watchdog (error 99 found in the history log) indicating that several technical problems have already been encountered. This is confirmed by the multiple technical errors listed during log review. It was noted that the device was still in software version 1.7 during event. A CAPA was created in 2018 to address the watchdog issue. The upgrade 1.9a performed by infusystem should resolve the issue as it has been designed to improve such random technical errors. Although the event could not be confirmed as the device was not returned for investigation and the power board being functional, it is very likely due to the software upgrade of the device not yet underway. This complaint is valid for error 99, not for error 51 that was triggered because of the error 99.